Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to false empty detect at the initial drain. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 3119ml. The largest prescribed fill volume was 1800ml, which meets iipv criteria. Product surveillance attempted to retrieve additional information. No further information is available at this time. Should additional information become available a follow-up will be sent.